Event description:
It was reported that the pt's catheter was leaking at the distal end. The catheter was out of the spinal canal. The pt had a csf leak. The last 17 cm of the catheter were replaced. It was indicated that the pt believed he was still getting some effect, but he felt the catheter was leaking as well. The physician planned to maintain the current dose. The concentration and daily dose of lioresal being administered via the pump were not reported.

Manufacturer narrative:
.